Manufacturer narrative:
Additional information: a4 and b5. Corrected data: a2, d1, d2a, d8, g1, g2 and h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen in (B)(6) 2020 and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on (B)(6) 2021 by a medical professional. Patient had corrective surgery on (B)(6) 2021.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the flanks and abdomen and may have developed paradoxical adipose hyperplasia.